Event description:
On (B)(6) 2009, the patient reported that the up and down buttons of her infusion device work intermittently. She stated that the issue began with the down button and now the button does not work at all and the up button works most of the time. She discovered the issue while attempting to perform a quick bolus. The infusion device was not dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.